Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -14.0/3.0/089 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a same length lens but noted "after the clinicians judgement; the transversal implant was changed to oblique implant". Problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: d9: return date: 17-may-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).